Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Prior to use, ¿yellow spots around the spike¿ were observed on three (3) chemo-aide dispensing pins. This was noticed before use. There was no patient involvement. No additional information is available.